Event description:
Manufacturing error occurred during the production of the suspect test strips. An alpha-ketoglutarate coating is either partially or entirely missing on the transparency foil which leads to falsely low got results for patient controls.